Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment by updating the calibration file. Customer care assisted the user with the re-link, after which the system entered initialization and was monitored for several days. During monitoring, the user reported improvement, and data review showed better agreement between bg and sg values following the re-link. The user agreed to continue wearing the system, perform calibrations as recommended, and contact customer care if further concerns arose. The issue was resolved through sensor re-link and monitoring, no further action was required. B4.date of this report 03 feb 2026. G3.date received by the manufacturer? 03 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.